Manufacturer narrative:
No medwatch form was received. The reported setscrew anomaly was confirmed in the laboratory. Upon receipt, the rv septum was noted to be removed and the setscrew stripped. A section of lead was stuck in the rv port. The cause of the setscrew anomaly was unable to be determined.

Event description:
It was reported that during an explant procedure due to normal eri, a stripped setscrew anomaly was observed. The lead could not be removed from the device therefore the lead was cut and capped and the device explanted.